Manufacturer narrative:
(B)(4).

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the rep had to abort a case due to anesthesia issues. The issue was described as difficulty accessing a vein for more mac (monitored anesthesia care) and difficulty with administration of anesthesia for mac battery exchange. The issue was reported to have been resolved. Additional information has been requested regarding the circumstances surrounding the battery exchange, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Manufacturer narrative:
Omit type of reportable event (serious injury) as it is no longer applicable. Omit device code: as it is no longer applicable. Omit eval code-conclusion: as it is no longer applicable.

Event description:
Additional information was received from manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported the reason for the battery exchange was normal battery depletion, and the procedure was completed on (B)(6) 2016. The rep stated the unused implantable neurostimulator (ins) was returned and the box was opened but the sterile packaging was not.